Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. This occurred during an unknown cycle of peritoneal dialysis. It was stated that the transfer set disconnected from the patient line and leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.